Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the contact did not hear the gear train noise from the pump during insulin delivery, and the contact alleged that insulin did not deliver as intended. Customer's blood glucose (bg) was 327 mg/dl and was addressed with bolus and manual injection. Bg was reportedly due to customer being sick and contact also alleged that bg was due to pump not delivering insulin properly. Reportedly, the contact delivered a bolus and observed insulin drops from the end of the infusion set tubing and system check with tandem technical support indicated that pump was operating as expected. However, the contact maintained that the pump did not deliver insulin as intended. Multiple follow up attempts were made; however, no response was received.